Manufacturer narrative:
(B)(4). Date sent: 9/23/2025. Corrected data: b1, h1. Additional information was requested, and the following was obtained: was there only a partial cut line? Was the cut line completed? As far as I could see, the cut line seemed to be complete as the doughnuts were formed completely. I do not understand what the cause could be the for bubbles to be present when doing the leak test. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent 9/22/2025. D4 batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during anastomosis step of colostomy closure, surgeon used the cdh25p powered circular stapler. Stapler crushed through the washer, and gave green tick mark to indicate successful firing. Dr. Opened the device with 2 full rotation to left, but as he tried to remove device, it felt stuck and would not come out. Doughnuts were both complete, but leak test indicated bubbles and he had to oversew. He said it was a device failure, stapler only cut 3/4's of the circumference. The surgery was delayed 5 minutes. Oversew stapling line, the procedure was successfully completed. There were no patient consequences.